Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer did not believe the bolus had been delivering successfully. Reportedly, the customer replaced the cartridge and infusion set. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.